Event description:
It was reported that this right atrial lead was surgically explanted with no new lead being used as replacement due to other/non-product experience. Additional information was received stating that x-ray imaging confirmed this lead dislodged. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. Visual inspection showed an extremely stretched helix, consistent with extraction damage. Laboratory analysis was unable to confirm the reported allegations of dislodgement and surgery. Laboratory observations and field report were insufficient to verify dislodgement; analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use or induced damage.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial lead was surgically explanted with no new lead being used as replacement due to other/non-product experience. Additional information was received stating that x-ray imaging confirmed this lead dislodged. This lead was returned for analysis. No additional adverse patient effects were reported.